Event description:
It was reported that the patient received an insulin flow blocked alarm on (B)(6) 2026 and next day on (B)(6) 2026 patient was hospitalized due to significantly elevated blood glucose levels and the presence of ketones. The patient presented with associated symptoms including vomiting, headache, chest pain, and confusion. The reported blood glucose level was 23 mmol/l. The patient received treatment with intravenous fluids during hospitalization.

Manufacturer narrative:
E1: event city: (B)(6). Event country: canada. Name: (B)(6). Country: united states of america. Complaint investigation results: review of complaint record database (B)(4) event description and all available information and assigned malfunction codes no malfunction based on complaint information it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of complaint investigation: lot no. 6011880 was provided, however, as no product malfunction was alleged while the product was used as intended: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.